Manufacturer narrative:
Device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced issue of 6 infusion set's cannula being kinked on (B)(6) 2024. The site of insertion was located at abdomen. The symptoms occured within 3 hours of insertion. Unomedical do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend/kinked slightly. No further information available.